Manufacturer narrative:
Device received compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to compromised force sensor system alarm. However, device passed rewind test and displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 400 and 450 mg/dl as well as insulin pump had compromised forced system alarm. Customer stated that the insulin was squirting out during the manual prime process. Customer reported that the drive support cap was recessed. The customer treated with the manual injections. Customer reports they do not feel okay to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis